Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was returned with the plastic housing from the anvil side disengaged. The sulu had been fully fired and the interlock was engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colon procedure. After the first firing was completed successfully, tried to assemble the stapler for the second firing, but a plastic part disengaged. Tried to connect the disengaged part to the stapler, but could not. The device was fired without the plastic part and the firing was successful. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.